Event description:
Patient came in to see their doctor because of non implantable reasons. Patient had developed progressive arthritis over time and were converted to a total knee replacement.

Event description:
Patient came in to see their doctor because of non implantable reasons. Patient had developed progressive arthritis over time and were converted to a total knee replacement.

Manufacturer narrative:
An event regarding revision involving a duracon insert was reported. The event was not confirmed. The device was not available for evaluation. A device history review indicated that the reported device was accepted into final stock with no reported discrepancies. A complaint history review not performed as a reason for revision was not provided. The reported event indicates the revision was related to patient factors and not the implants. No further investigation for this event is possible at this time.

Manufacturer narrative:
An event regarding revision involving an avon patella component was reported. The event was not confirmed. Method & results: device evaluation and results: the submitted patella and femoral joint were examined. The backside had been cut. The articulating surface exhibited some scratching and burnishing. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: medical records were not received for review. Device history review: the reported device was accepted into final stock with no reported discrepancies. Complaint history review: chr review confirmed that there were no other similar events for the lot. Conclusions: the reported event indicates the revision was related to patient factors regarding progression of arthritis disease and not the implants. No further investigation for this event is possible at this time.

Event description:
Patient came in to see their doctor because of non implantable reasons. Patient had developed progressive arthritis over time and were converted to a total knee replacement.

Manufacturer narrative:
The other device noted in this report is an avon pat/fem joint ex small, cat # 64300050, lot # sblsk. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.